Event description:
The hcp reported that over the course of 3-4 months, the pt was experiencing increasing right lower extremity pain and numbness in the right foot. An MRI showed a granuloma at the tip of the catheter and catheter fracture. The device system was revised with the pump being replaced after an implant duration of 50 months due to battery depletion. The pt outcome was reported as pain well relieved.